Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, the patient called lifescan (lfs) us alleging that they had been receiving a lot of error messages on their verio iq meter. The complaint was classified based on the customer care agent (cca) documentation and a review of the call recording. The patient stated that the alleged issue occurred on (B)(6) 2021. They reported that their blood glucose had been very low for ¿a couple of days¿ before this issue (no blood glucose results were given), possibly from (B)(6) (they couldn¿t recall the exact date) and that they had used more test strips than normal because the device stated that ¿the strip wasn¿t good¿. On (B)(6) 2021, the patient reported that they administered the required dose of insulin then went to bed. They then ¿fell out of bed¿ and had to receive medical assistance at the emergency room. The patient manages their diabetes with insulin (self-adjuster), tresiba, the patient stated that the dosage varies depending on their blood glucose results at the time. The patient stated that they had to get the fire service to help get them off the floor and into the emergency vehicle. The emergency service personnel took a blood glucose reading (no result was reported) and took the patient to the emergency room. There is no record of what, if any, treatment was provided at the emergency room and the patient was not admitted for any overnight treatment. During troubleshooting, the cca informed the patient that if they receive repeated error messages in the future they should contact lifescan right away. Replacement test strips were sent to the patient. This complaint is being reported because the patient claims they developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on results obtained on the device. The subject device could not be ruled out as a contributing factor.